Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that an injector was faulty indicating the injector shaft ran too high. It was noted that there was patient contact and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
No injector was returned for evaluation for the report of the injector shaft being too high; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The injector was manufactured in april 2008, which indicates the injector has been in service for approximately 11 years. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The most likely reason for the injector shaft being at a high position is due to the age of the injector, based on the lot number provided. This injector has seen its useful life. Additional information provided. The manufacturer internal reference number is: (B)(4).